Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted. Pump programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. No bolus stopped alarm or bolus not delivered alarm noted. The insulin pump was received with cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a bolus. The customer¿s blood glucose level was 147 mg/dl. The customer also stated that there was a small crack at the center button. The insulin pump will be returned for analysis.